Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx5010swc was removed on (B)(6) 2017 due to failure to osseointegrate 1 month and 2 weeks after implantation. The patient has no significant medical history and the doctor indicated that the implant site would need to be regrafted and another implant would need to be placed in the future.